Manufacturer narrative:
The customer reported an artifact on patient images. There was no misrepresentation as a result of the artifact. The onsite bio-medical engineer (bme) evaluated the system and confirmed the customer¿s allegation. The bme visually inspected the system and found a crack in the compensator of the a-plane collimator. A philips field service engineer (fse) went to the site and determined that the cause of the artifact was due to the crack in the a-plane filter. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
The customer reported an artifact on patient images. There was no misrepresentation as a result of the artifact. The onsite bio-medical engineer (bme) evaluated the system and confirmed the customer¿s allegation. The bme visually inspected the system and found a crack in the compensator of the a-plane collimator. A philips field service engineer (fse) went to the site and determined that the cause of the artifact was due to the crack in the a-plane filter. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.